Manufacturer narrative:
(B)(4). Date of birth - 1939. Concomitant medical products: xl-053250, rloc-x arcomxl h/w 50/32mm 23, 3038546, 131350, exc abt rnglc-x shell pc 050mm, 3417600, 650-1162, delta cer fem hd 32/0mm t1, 3386519. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent right hip arthroplasty. Subsequently, the patient experienced pain in the right hip approximately two years post-implantation and was diagnosed with trochanteric bursitis. Patient was treated with a steroid block. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of radiographs and medical records. Review of x-rays indicate radiolucency and malposition of the stem. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.